Manufacturer narrative:
Reference CAPA-20-00141.

Manufacturer narrative:
Regurgitation which develops progressively over time can be due to a number of issues including patient related factors or structural valve deterioration. Structural valve deterioration (svd) is the most common reason for bioprosthesis explants and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Regurgitation may also develop progressively if host fibrotic tissue, or pannus, grows onto the bioprosthetic valve. Pannus, a cause of nonstructural dysfunction, may interfere with functionality of the device by restricting the leaflet motion leading to abnormal coaptation. The root cause of this event cannot be conclusively determined with the available information. However, the regurgitation in this case was most likely impacted by the progression of the patient¿s underlying valvular disease pathology with structural valve deterioration. The subject device is not available for evaluation, as it remains implanted in the patient. The device history record (DHR) could not be reviewed, as the device serial number was not provided. However, the reported event does not allege a malfunction that could be related to a manufacturing deficiency and/or one was not confirmed through investigation. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards reviewed the medical article "successful transcatheter mitral valve replacement in a patient with bioprosthetic valvular degeneration and severe regurgitation" authors beytullah çakal, m.d et al. It was identified that this patient with a 27mm carpentier-edwards mitral valve, implanted in the mitral position, underwent a valve-in-valve procedure after an implant duration of approximately 10 years due to valve degeneration leading to severe transvalvular mitral regurgitation. Echocardiography revealed an estimated left ventricular (lv) ejection fraction of 0.45, and a pulmonary arterial systolic pressure of 60 mmhg. Since the patient was highly symptomatic and was not a good candidate for surgery, percutaneous mitral valve replacement was scheduled. A 26-mm sapien-xt was implanted within the edwards surgical valve using the transseptal approach. The patient was noted as to be discharged. Of note, two years after the implantation of the perimount valve, patient underwent percutaneous mitral paravalvular leak closure.